Manufacturer narrative:
Concomitant product: d334drg ICD, implanted: (B)(6) 2013; 4968-60 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient complained of chest pains and was admitted to the emergency room on two separate occasions. Remote transmission indicated that both the atrial and right ventricular (rv) sensing threshold measurements were below range. In addition, there was intermittent oversensing suspected, however, further details could not be obtained on which lead. The electrogram revealed atrial pacing events prior to the atrial refractory sense, and there was questionable patient intrinsic rhythm during the refractory period. The issue continues to be monitored, and the patient has been referred for further evaluation. The right atrial (ra) and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.